Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor the patient reported that they thought the manufacturer representative changed her program to a different one because "all of a sudden" her settings were down to 0 when they originally were at "5 something". No symptoms were reported and no further complications were noted or anticipated